Event description:
It was reported that, it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt is having problem with her implant which are not limited to right hip pain. It is further alleged that her medical providers have opined that the product implanted in or around her right in (B)(6) 2010 should be removed as soon as possible.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available as the device remained implanted in the pt. The event could not be confirmed and a root cause could not be determined as the device and pt medical records were not returned at the time of evaluation. Should additional info become available, the evaluation summary will be submitted in a supplemental report.